Manufacturer narrative:
G4: premarket / 510(k): k111295, k162350. A coyote device was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the inflation lumen and guidewire lumen were torn at the exit notch. There were multiple stretched segments along the shaft. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed damage to the device.

Event description:
It was reported that the guidewire was protruding near the balloon shaft exit port. The 100% stenosed target lesion was located in the moderately tortuous left anterior tibial artery. A 3.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. During removal, resistance was encountered, and the guidewire was observed protruding near the balloon shaft exit port. The balloon was removed along with the sheath, which appeared wavy. The procedure was completed using this device, and no patient complications occurred as a result of this event.

Manufacturer narrative:
G4: premarket / 510(k): k111295, k162350. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the guidewire was protruding near the balloon shaft exit port. The 100% stenosed target lesion was located in the moderately tortuous left anterior tibial artery. A 3.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. During removal, resistance was encountered, and the guidewire was observed protruding near the balloon shaft exit port. The balloon was removed along with the sheath, which appeared wavy. The procedure was completed using this device, and no patient complications occurred as a result of this event.